Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not powering on. There was no patient involvement.

Manufacturer narrative:
This case was initially reported against a philips defibrillator (m3535a heartstart mrx). However, it was determined that this was incorrect, and the issue was actually with a lcd touch monitor used with a philips intellivue information center ix (pic ix).